Manufacturer narrative:
The thermogard console in the complaint was not returned to zoll for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The nurse called zoll clinical consultant and reported that the thermogard xp ivtm system (sn unknown) did not complete the power-on self-test, as the message "check the following screen" indicated that the air trap was not detected. The zoll clinical consultant verified that the start-up kit (suk) was set up correctly, the saline bag was fully spiked, and the tubing was primed. Since the issue persisted, the zoll clinical consultant instructed the nurse to wipe out the air trap chamber and clean the air trap to ensure there was no fluid. When that still didn't resolve the issue, the zoll clinical consultant contacted the zoll service technician, who indicated that the air trap sensors likely needed cleaning by biomed. The thermogard console was removed from clinical use. This reported issue caused a delay in providing treatment, as the patient would have had to be cooled in another manner. The nurse hung up to take care of the patient before the zoll clinical consultant could obtain the serial number. The customer did not provide any further information. No consequences or impacts on the patient.